Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units, and the customer received an initial fill estimate of over 60 units in the cartridge. Then, after delivering a bolus of 13.2 units, the fill estimate decreased to 105 units. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge and received an accurate fill estimate.